Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one partial suture and one needle. The suture was returned broken. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic adenomyomectomy procedure, the thread broke while closing the uterus, after the removal of adenomyoma using continuous suture technique. The device was used as soon as being unpacked. Another device was used to complete the case. There was no patient injury.